Manufacturer narrative:
Batch review performed on 12 july 2019: lot 186031: (B)(4) items manufactured and released on 02-nov-2018. Expiration date: 2023-10-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection. The surgeon performed a washout and revised the tibial insert 3 months and 1 week after primary. The surgery was completed successfully.